Manufacturer narrative:
The 29mm commander delivery system was returned fully inserted into the 16f esheath, unlocked at the default position, with half flex and fine adjust in use with the full loader assembly over the flex shaft. Visual inspection of the returned device was performed and the following was observed: valve crimped on the inflation balloon, with distal balloon slightly bunched. Minor gouges on flex tip. Crimp balloon torn proximal to I/c (inflation to crimp) bond, wings are flared out. No abnormalities observed on the valve. Due to the nature of the complaint, no functional testing was performed. Dimensional inspection was performed and the double wall thickness of the crimp balloon was measured. All measurements met specification. No imagery was provided for review. A device history record (DHR) and a lot history review were unable to be performed as no work order was provided. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. During manufacturing, the delivery system and component were both visually inspected and tested several times throughout the process. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All pv testing passed specification. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon torn was confirmed based on the condition of device return. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra). As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment preventing valve from expanding into patient annulus. Potential sources of high forces, which will impact difficulty with aligning the valve, include performing valve alignment in tortuous vasculature. Performing valve alignment in a non-straight section can cause the valve to ''dive'' into the lumen of the flex tip where part of the crimped valve slides into the flex tip lumen, as evidenced by the flex tip gouges observed. If the thv is unseated (non-coaxial placement of valve in relation to the flex tip) during alignment, it can result in higher than usual valve alignment forces and can potentially weaken the crimp balloon and cause tension to the system leading to the reported balloon torn seen in this complaint event. Per the training manual, ''if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary.'' Available information suggests procedural factors (performing valve alignment in a non-straight section) contributed to the reported event. However, a definitive root cause is unable to be identified at this time. Since no product non-conformances or IFU/training manual deficiencies were identified, no product risk assessment (pra) escalation and corrective/preventative actions (CAPA) are required. Per management discretion, the balloon torn issue and its associated risks have previously been documented and assessed in a pra. No product non-conformance was identified during the evaluation and the occurrence rate did not exceed the control limit. A CAPA was previously initiated to capture additional information.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 valve, upon deployment, the balloon was unable to be inflated. The delivery system and sheath were removed as a unit with no patient injury. New system was used successfully. Upon examination of the delivery system, the balloon had come apart from the shaft and was unable to inflate.